Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The cine drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a cine error and had a loss of subtraction, road-mapping, or other critical vascular cine functions. There were no reports of an injury or death.